Event description:
Endotracheal tube cuff checked prior to intubation. Patient intubated without incident. Audible gurgling sound heard post intubation. The cuff pressure was checked with a manometer and it was reading low so the cuff was inflated until it reach 27cmh20. Rechecked the cuff after, gurgling sound continued, and the low minute ventilation alarm went off. Reinflated balloon multiple times and would deflate within minutes of adding in air. Md informed and prepared to switch tube out. Manufacturer response for endotracheal tube, taperguard 7.5 (per site reporter). I will start a report, please let me know if there are any additional details or if you would like to connect on a call.